Event description:
Per information received from therapist: "caregiver/family was in separate room from patient, went to check on patient, found pt unresponsive, vent was alarming, but not delivering any flow. It appeared that vent had been running on battery. Additional information received reported, "according to information received by the owner of the unit, the mother came home on the night in 2006, discharged the nurse to save 8 agency hours. Moved the child and vent from downstairs to upstairs. At approximately 3:00 am, checked on child and all was fine, went downstairs and fell asleep. Awoke in the am, went upstairs and found the unit alarming with child nonresponsive. Child was taken to hospital .